Event description:
Pca pump found to be off. Patient states she unplugged pca pump to go to the bathroom and the machine appeared to be off. The delivery was button pushed and nothing happened.testing and investigation confirmed the complaint. The device battery did not hold a charge during analysis. The problem wascaused by a defective battery. Additionally, the device had a damaged power cord.